Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient is not receiving stimulation and is unable to communicate with or charge his ipg. The patient stated he has not used or charged his ipg for two years. The patient's pain has returned and he would like to use his scs system again.